Event description:
A surgeon reported that following intraocular lens (iol) implant surgery a pt experienced unclear vision. He stated the lens was noted to be opacified and was exchanged. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause could not be determined. Attempts have been made to obtain additional information. (B)(4).